Event description:
It was reported that, "surgeon placed bend in distal aspect of the guidewire. He then inserted guidewire into the tibia. The surgeon inserted the tibial nail through the guidewire into the bone. The surgeon attempted to remove the guidewire through the cannulated nail and the guidewire got stuck in the nail. The surgeon removed both the guidewire and nail together. The surgery was completed with another guide wire and tibial nail."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The associated device is (B)(4) tibial nail, standard 10x345 mm.